Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not cut and the staple line was incomplete. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.